Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017, via social media, that on (B)(6) 2011, the patient experienced a skin reaction. The date of issue is an approximation. The sensor was inserted into the abdomen. The reaction was described as itching, redness, pimples and watery discharge. The patient reported that within 2 weeks of beginning sensor applications, they started to experience the skin reactions that would be noticed on day 1 of insertion. The skin reaction had spread to other areas of the patient's abdomen. The patient saw a dermatologist in 2011. The dermatologist advised the patient to stop using their dexcom system due to the skin reactions and general skin allergies. It was reported that the patient has not used their dexcom system in years, approximately since 2012. The patient stated that they liked the dexcom system but it did not work out for them due to the tape they had to use. The patient stated that the tape gave them sores. It is unable to be determined if patient was referring to the sensor patch adhesive or alternative tape barrier. No additional event or patient information is available.